Event description:
The customer alleges a hole in the body of the catheter which resulted in the IV nurse having parenteral nutrition feed splashed on her face. The IV nurse suggested it was possible the hole was a result of using a securacath securement device to secure the PICC line in place. The device was replaced.

Manufacturer narrative:
(B)(4). Lot# updated to 71f18j0148. The customer returned one 2-lumen PICC for evaluation. The returned PICC contained signs of use in the form of biological material. The catheter body was slightly trimmed but contained no other defects or anomalies. The returned catheter body was trimmed to 480 mm indicating that at least 71 mm were trimmed from the catheter body per specifications. The returned catheter body was initially flushed to ensure no blockages were detected in any lines. Small blockages of biological material were flushed from the lines. The catheter was then leak tested according to bs en iso-10555-1 section 4.7.1. With the distal end of the catheter occluded, water was injected into both extension lines of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations" the reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned PICC did not leak during functional testing. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. No problem was found with the returned catheter. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a hole in the body of the catheter which resulted in the IV nurse having parenteral nutrition feed splashed on her face. The IV nurse suggested it was possible the hole was a result of using a securacath securement device to secure the PICC line in place. The device was replaced.